Manufacturer narrative:
At this time the model/serial and location of the device are unknown. Therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If the device is returned, product analysis will be completed, and an updated supplemental report will be submitted.

Event description:
This event was created based on the information contained in an article, because the identified adverse event included a guidant/boston scientific implantable cardioverter defibrillator (ICD). The patient with an (ICD) device experienced chronic pain in the pocket of the device. The physician removed the device and relocated it to the left side. After 2 years of being pain/symptomatic free, the patient returned with a large hematoma and chronic pain in the same pocket, where the device had previously been removed from. Surgical intervention was performed again to remove the large hematoma. There was no treatment for infection, and no infection noted. After its complete removal, the histopathological examination revealed a lipoma. A bacterial genesis could be ruled out by microbiological samples, and the wound healed cosmetically well and without further discomfort. Attempts to obtain information regarding the model/serial and location of the device have been unsuccessful.